Event description:
The customer reported that following a diagnostic catheterization procedure on the event date, a vasoseal es was deployed. Prior to the deployment, a perclose device was utilized which was reported to have failed after two attempts. Following deployment of the vasoseal es, the pt's right foot was cooler than the left with a weak but palpable pulse. Later that evening the pt was taken to surgery for a right femoral thrombectomy with a vein patch angioplasty. The perioperative record states specimen results as: "right femoral plaque and clot." No further complications were reported. The pt had been on long term steroid therapy which the physician suggested may have impacted the integrity of the vessel.